Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the buttons on the infusion device do not function, and she was unable to clear an e8 power interrupt error. No adverse event was reported. The alleged product was requested for evaluation.